Manufacturer narrative:
A replacement pump was sent to the customer. In f/u with the customer, she stated that the suction would not release and was pulling her nipples in and not releasing. Customer went to doctor and rec'd an all purpose nipple cream with an antibacterial and antifungal to resolve her cracked and bleeding nipples. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will bed filed at that time.

Event description:
The customer reported to customer service that her freestyle breast pump started to malfunction. The vacuum sputters as I pump. It does not pump at a consistent rate. At times the vacuum does only a "sucking" motion and the membrane gets stuck in the out position and my nipple gets pulled inwards causing me lots of pain.